Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During a permanent implant procedure for the evoke spinal cord stimulation (scs) system, difficulties with lead positioning were encountered due to scar tissue. Neuromonitoring detected a loss of function on the right side, which improved to fifty percent (50%) after the needles and leads were removed. The procedure was subsequently aborted, and the patient underwent neurological examination and magnetic resonance imagery (MRI). The patient was hospitalized for further monitoring.

Manufacturer narrative:
The lead was not returned to saluda. A root cause for the loss of function and implant difficulty could not be definitively determined. The evoke scs system surgical guide details proper lead placement including, "physicians may have a preference on the method to confirm optimal lead placement in the operating room. Lead position may be confirmed anatomically using fluoroscopy, incorporating ecap measurement, and/or through paresthesia mapping using intraoperative patient feedback." The surgical guide details potential risks associated with surgery and spinal cord stimulation including, "epidural hemorrhage, spinal cord injury, possible paralysis or other neurological complications." The manufacturing records were reviewed and product met all requirements for release.